Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from the (arm) causing the cannula to dislodge. As treatment, a new pod was inserted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. The exposed portion of the soft cannula was observed to be torn off at the needle tip. The timing and cause of the tear could not be determined. The torn off cannula could not be confirmed as the cause of the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Investigation of the returned device showed that an 0x1c alarm had been generated, indicating that the pod reached the expiration time of 80 hours. This alarm is a safety feature of the device and not a failure of the device. The bottom housing vent was observed to be damaged/punctured. Investigation of the pod and the download data from the pod indicate that the damage did not affect the functionality of the pod. The timing and cause of the damaged housing vent could not be determined.